Event description:
It was reported that during a routine follow up, review of the stored electrograms revealed several episodes of ventricular noise and ventricular noise reversion episodes. The noise could not be reproduced with isometrics. The device was reprogrammed. All lead measurements were stable. The patient was asymptomatic, in stable condition and would be monitored.

Manufacturer narrative:
(B)(4).